Manufacturer narrative:
(B)(4). Additional information: batch # l55a5t. The analysis found that one pce60a device was returned in good visual condition and with six ecr60d cartridge reloads present. Cartridge (b) was received fully fired and in good visual conditions. Cartridges (c, d, e, f, g) were received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m53r30.

Event description:
It was reported that during a laparoscopic bullectomy, deployed staples of one side of the distal end were unformed at the 1st firing. Then, leak test was performed and leak was confirmed from the unformed staple part. The deployed staples of the specimen side were all formed properly. Eventually, the site was additionally cut. After that the device was continuously used. The device functioned as intended from the 2nd to 6th firing. All cartridges were gold. There were no adverse consequences to the patient.